Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, the stapler was unable to fire without closing or stapling tissue. The surgeon was able to press the green button but unable to squeeze the handle. New stapler was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device sample was returned for evaluation. It was reported that the device could not be fired. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be identified because no related problem was detected with the device. If information is provided in the future, a supplemental report will be issued.